Event description:
Device 2 of 3: reference MFR. Report# 3006705815-2018-03221, 1627487-2018-12689. It was reported that the patient was receiving ineffective therapy. As a result, the system was explanted.